Event description:
Customer alleged blood glucose results of 400 mg/dl, 226 mg/dl and 112 mg/dl when testing was performed back to back on the advantage system. Customer reported no symptoms and reported no action or treatment based on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.